Manufacturer narrative:
An infection with abscess created around these 2 implants and they had to be backed out.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 5. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, abscess and fistula. No further patient complications were reported.